Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing (twos) on the right ventricular (rv) lead. There was twos and anti-tachycardia pacing (atp) during charging and the shock was delivered. The lead was reprogrammed after defibrillation threshold (dft) testing and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652 lead, implanted: 2012-(B)(6). 419488 lead, implanted: 2012-(B)(6). (B)(4).